Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (385 mg/dl). Customer delivered a bolus to address elevated bg levels. During troubleshooting with tandem technical support, it was found that the cannula was kinked. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support advised the customer to load room temperature insulin into the cartridge. Customer changed out the infusion site and resumed insulin delivery. Customer's bg level slightly lowered to 376 mg/dl. Reportedly, the customer reached out to a nurse for advice on addressing elevated bg levels.